Event description:
It was reported that the patient with this pacemaker experienced muscle stimulation, discomfort and pain, visited the emergency room (ER). In the ER, the pacemaker was interrogated and found to be in safety mode. A device replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device is expected to return to facility for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated in the laboratory setting but review of stored latitude data confirmed a temporary error with the device's random-access memory (ram). The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient with this pacemaker experienced muscle stimulation, discomfort and pain, visited the emergency room (ER). In the ER, the pacemaker was interrogated and found to be in safety mode. A device replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device is expected to return to facility for analysis.